Event description:
It was reported that technical services (ts) was contacted with programming questions on timing between atrial paced events causing intrinsic ventricular events to fall within the device's blanking period and be undersensed. Ts discussed programming options. No adverse patient effects were reported.